Manufacturer narrative:
On 27-aug-2021, bwi received additional information regarding the event. No error messages and the physician/user did not see any product problem. The patient has not exhibited any neurological symptoms since the procedure was completed. Subsequently, the bwi product analysis lab received the device for evaluation. The product investigation has since been completed. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav eco. Irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. All units are inspected prior leaving the facilities to avoid this type of damage. The folded tube issue could be related to excesive force/manipulation. However the root cause of the thrombus remains unknown. Mre review: a manufacturing record evaluation was performed for the finished device 30541008l number, and no internal actions related to the reported complaint condition were identified. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: "flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. A thrombus was attached to the bifurcation of the branch. When the pentaray catheter was removed from the patient's body, a thrombus was attached to the bifurcation of the branch, and the saline water was not flowing in such a way that it blocked the lumen. The thrombus was removed, but water did not flow and the procedure could not be used continuously. However, the procedure was continued with lasso mapping because it was at the end of the procedure. Adhesion of thrombus was confirmed at the bifurcation of the spine of pentaray. No adverse health effects such as cerebral infarction have been identified to date. The physician commented that the blood clot may have blocked the flow, but the specific cause is unknown. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: unknown. The event did not require medical or surgical intervention. Patient outcome was reported as no residual effects. Occlusion is not MDR-reportable. Thrombus/clot is MDR-reportable.